Event description:
During continuous treatment on a prismaflex machine, the m150 filter set became disconnected on the return line at the catheter. The pt had a blood loss of approximately 1200 ml and received 500 ml of plasma and 3 units of whole blood. Treatment was continued immediately thereafter with a new filter set.

Manufacturer narrative:
The prismaflex performed according to specifications. The history data files from the prismaflex show the machine generated the following alarms. Warning: return disconnection" and 'advisory: cannot detect return" before the blood loss was detected by the nurse. On the prismaflex display and in the operators manual, the operator is informed that when the alarm "return disconnection" occurs, a possible cause is a disconnected return catheter. When the alarm: "advisory: cannot detect return" occurs, the message on the prismaflex display is "check that the pt return catheter is securely connected to return line". Gambro has found no evidence to suggest that any gambro device caused or contributed to this event.